Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. There was no reported adverse impact to customer's blood glucose level. Customer reverted to using an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (cartridge alarm 25) was verified in the pump logs; however, no failure was identified. A different issue was identified.